Manufacturer narrative:
The root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.

Event description:
Abutment fractured in patient's mouth. No patient injury. Tooth #19.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.